Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional (length) verification was performed and the lens was found to be in specification. Unable to perform dimensional inspection for the width due to the haptic was broken. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patients right eye (od). The lens was explanted on (B)(6) 2021 due to low vaulting. Another icl lens was not implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-01152. The cause of the event was unknown.